Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving lioresal (concentration 2000mcg/ml at a dose of 1300mcg/day) via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that a reservoir discrepancy occurred, the reservoir was expected to be approximately 8ml at a refill and the actual reservoir volume was approximately 30ml. The patient's family reported increased spasticity and the need for oral baclofen preceding the refill appointment when the discrepancy was discovered. There were no known environmental/external/patient factors that may have led or contributed to this issue. The pump reservoir was emptied and refilled. The patient was scheduled for a reservoir check in one week. The pump logs were read and no unusual entries were present. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient status was "alive-no injury" at the time of this report. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the cause of the volume discrepancy was not determined. The pump was refilled with 40cc of drug and a week later the patient returned and still had 40cc of drug in the pump (expected 35cc). The volume discrepancy and increased spasticity had not been resolved. The pump remained implanted. No further complications were anticipated/reported.